Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented experiencing atrial fibrillation. Upon interrogation, it was noted that the pacemaker exhibited undersensing of the atrial fibrillation episode. No intervention was performed. The patient did not experience consequences due to this issue and will continue to be monitored.